Manufacturer narrative:
The reported event of uncomfortable stimulation in relation to the returned lead was not confirmed. The lead had been cut into 3 segments during the explant procedure. No further mechanical or electrical testing was performed due to the as received condition. A crimp mark was noted on the middle segment of the lead, with no internal wire damage noted. Some cautery markings were also found on the lead body. The lack of lead wire damage is consistent with the associated ipg logs showing normal system impedance values during the implant duration.

Event description:
Additional information was received stating the patient had proper coverage and wanted it explanted.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139433.

Event description:
It was reported that the patient was experiencing pocket pain and rib stimulation. The patient did have a history of frequent falls. Surgical intervention took place where the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139433.